Event description:
On 4/23/91, device was implanted. On 4/5/96, the cylinders and pump were revised. On 5/29/96, the device was removed from the pt and another device implanted due to infection. Add'l lot/ser# bq323 009.